Event description:
The technician alleged that upon changing the footboard they found corrosion by some type of liquid on the connector and cable. No pt impact.

Manufacturer narrative:
The technician replaced the footboard connector and cable assembly to resolve the issue.